Event description:
The customer observed falsely decreased hgb results generated on the alinity hq processing module for patient samples. The following data was provided: initial result run on (B)(6), repeat on (B)(6). (B)(6) 2024 sample ID (B)(6) hgb initial result = 56.2 g/l, repeat = 112 g/l. Sample ID (B)(6) hgb initial result = 73.5 g/l, repeat = 114 g/l. Sample ID (B)(6) hgb initial result = 53.9 g/l, repeat = 105 g/l. No impact to patient management was reported.

Manufacturer narrative:
Correction to section d2b - procode: corrected from grz to gkz. Additional information section d10 - concomitant product and h4 - device mfg date. The field service representative (fsr) inspected the instrument and replaced several parts including the sheath filter, filter vented 0.45um, which resolved the issue. Return testing was not completed as returns were not available. A review of tracking and trending for the sheath filter, filter vented 0.45um did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity hq processing module for serial (B)(6), or the sheath filter, filter vented 0.45um was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids(B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased hgb results generated on the alinity hq processing module for patient samples. The following data was provided: initial result run on hq00637, repeat on hq00635 30apr2024 sample ID (B)(6) hgb initial result = 56.2 g/l, repeat = 112 g/l sample ID (B)(6) hgb initial result = 73.5 g/l, repeat = 114 g/l sample ID (B)(6) hgb initial result = 53.9 g/l, repeat = 105 g/l no impact to patient management was reported.